Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received unexpected restart alarm and recurring during normal use. The customer's blood glucose was 25 mmol/l at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart test. No unexpected restart error alarm or unexpected restart error alarm after battery change noted. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken battery cap, cracked reservoir tube lip and missing end cap sticker.